Event description:
It was reported that the patient experienced elevated glucose. Upon removal of the cannula, a bunch of blood was observed at the infusion site, and insulin delivery was noted to have failed. The patient replaced the infusion site and administered a correction bolus, which resolved the hyperglycemia.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.